Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 3 months post implant of this bioprosthetic valve in the tricuspid position, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to endocarditis. It was noted by the physician that the patient was a known drug user. Updated device manufacturing date. Updated medical history. Updated patient, device, and conclusion code. Based on the received information, the endocarditis could be due to patient condition / medical history. In addition, this event the occurrence of endocarditis was greater than 12 months post implant. Endocarditis complaints which occurred greater than 12 months post implant are commonly considered to be community acquired. Therefore, it was highly unlikely that the endocarditis originally came from the device and/or manufacturing valve process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the duration of implant was 1 year and 3 months. If information is provided in the future, a supplemental report will be issued.